Manufacturer narrative:
E1: medtronic minimed (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient had insufficient subcutaneous tissue at the infusion site on (B)(6) 2026 resulting in bent cannula and hyperglycemia, which was treated with the pump.